Event description:
The customer observed falsely elevated architect ca 19-9xr results for a patient sample. It is unknown the patient¿s clinical history. The patient was tested 3 months ago and generated a result of 28 u/ml. The patient¿s sample this time generated a result of > 1200 u/ml and when the sample was diluted 1:10 it generated a result of 637 u/ml. There was no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, list number 2k91-39 that has a similar product distributed in the us, list number 2k91-33. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for falsely elevated architect ca 19-9 xr results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. A ticket search for lot 31312fp00 did not identify an increase in complaint activity related to the issue under review. The tracking and trending data were reviewed, and no related trends were identified. The historical performance of reagent lot 31312fp00 was evaluated using worldwide data from customers in the field for architect ca 19-9xr assay. The patient¿s data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 31312fp00 is within the established control limits. Therefore, no unusual reagent lot performance was identified for 31312fp00. The historical performance of the reagent lot using worldwide data will be used in place of retained file sample analysis. The device history record was reviewed and did not identify any non-conformances or deviations related to the issue under review. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency for architect ca 19-9xr reagent lot 31312fp00 was identified.